Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 200 mg/dl to 300 mg/dl. Blood glucose level around 3:00 pm on the day they called was 500 mg/dl. The customer will have a doctor's appointment the following day. Customer stated they have been getting a low battery alert after two days of changing the battery. A new battery cap will be sent out to the customer. The insulin pump was not replaced or returned for analysis.